Event description:
It was reported that an error occurred during a cartridge change, causing the pump to declare a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer consulted with technical support, who instructed them to inspect and clean specific parts of the pump and attempt the loading process again. Despite these efforts, the error persisted, leading technical support to decide on a pump replacement. The customer used a multiple daily injection (mdi) backup therapy to ensure insulin delivery was not interrupted and was instructed on returning the faulty pump to the company using a prepaid label.